Event description:
After the successful conclusion of a total hip arthroplasty case, using the robotic arm interactive orthopedic system (rio), the surgeon noticed that the pelvic checkpoint had not been removed from the pt. The surgeon decided not to remove the checkpoint, but informed the pt that it had been implanted.

Manufacturer narrative:
No investigation was conducted by mako surgical with regard to this event. Removal of the pelvic checkpoint is the responsibility of the operating room team. A screen in the makoplasty software explicitly reminds the surgeon to remove the checkpoint(s). No serious injury was noted in the event report; nor did the device malfunction or exhibit a defect. Therefore, this event is being reported on the basis that a device accessory unintentionally left in the pt is an undesired event that can be attributed to user error.